Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis; manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (2g every fifth day) and intraperitoneal fortum (1g daily) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering while hospitalized and remains on vancomycin and fortum. No additional information is available.